Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging the one touch ultralink meter would not power on. The pt experienced no symptoms of high or low blood glucose levels, and did not seek any medical attention. During the troubleshooting telephone call, the customer care advocate (cca) determined the pt had correctly replaced the meter's battery. The cca also determined the battery contacts were corroded. The meter was replaced. The pt did not suffer any injury due to the reported meter. The pt experienced no symptoms and denied seeking medical attention. However, as the battery contacts were corroded and the power issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.